Event description:
It was reported that prior to using bd vacutainer® c&s transfer straw kit, the straw needle separated from the holder in 4 kit units. No patient impact reported. The following information was provided by the initial reporter: "customer states needle is straw kit is missing the plastic tube holder, exposing the needle quantity received and quantity affected: 4 affected. Ahs mdip # (B)(4)".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for incorrect count and separation were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of incorrect count and separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect count-more than expected and separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® c&s transfer straw kit, the straw needle separated from the holder in 4 kit units. No patient impact reported. The following information was provided by the initial reporter: "customer states needle is straw kit is missing the plastic tube holder, exposing the needle quantity received and quantity affected: 4 affected ahs mdip # 35080".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.